Event description:
Customer reported that she had unexplained high blood glucose for three days, and was hospitalized due to high blood glucose and dka. Blood glucose reading at the time of hospitalization was 800+ mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.